Event description:
The initial reporter alleged discrepant reactive results for two patient samples tested with the hiv combi pt elecsys cobas e 200 v2 assay on the cobas 8000 - cobas e 602 module. For patient 1, sample 1 was collected on (B)(6) 2023 and tested reactive with the hiv combi pt assay, though no numeric result was provided. Subsequent testing at a reference laboratory included the abbott murex combined enzyme immunoassay (eia) (ahiv-1/2 + p24), which was reactive at 9.996 s/co; mp diagnostics (ahiv-1/2 + p24), which was reactive at 31.025 s/co; an in-house eia ahiv-1, which was reactive at 1.85 s/co; an in-house eia ahiv-2, which was negative at 0.090 s/co; and the multisure hiv mp diagnostics ahiv-1, which was reactive. Sample 2 for patient 1 was collected on (B)(6) 2023 and sent directly to the reference laboratory without testing at the customer site. Reference laboratory results for sample 2 included the abbott murex combined eia (ahiv-1/2 + p24), which was negative at 0.268 s/co; and mp diagnostics (ahiv-1/2 + p24), which was negative at -0.017 s/co. For patient 2, sample 1 was collected on (B)(6) 2023 and tested reactive with the hiv combi pt assay, though no numeric result was provided. Subsequent testing at a reference laboratory included the abbott murex combined eia (ahiv-1/2 + p24), which was reactive at 14.338 s/co; western blot anti-hiv-1, which showed p31: 1+, p51: trace, gp160: 2+, and all other bands negative or trace; biorad eia hiv-1 p24 antigen, which was negative at 0.204 s/co; mp diagnostics (ahiv-1/2 + p24), which was reactive at 32.008 s/co; an in-house eia ahiv-1, which was negative at 0.159 s/co; an in-house eia ahiv-2, which was negative at 0.102 s/co; and the multisure hiv mp diagnostics ahiv-1, which was negative. The reference laboratory report included a comment stating, 'these results are difficult to interpret. Please send a further specimen, preferably of whole blood on edta, for further tests.' Sample 2 for patient 2 was collected on (B)(6) 2023 as edta whole blood and tested negative at the reference laboratory. Results included the abbott murex combined eia (ahiv-1/2 + p24), which was negative at 0.318 s/co; in-house testing for hiv-1 rna, which was not detected; mp diagnostics (ahiv-1/2 + p24), which was negative at -0.008 s/co; an in-house eia ahiv-1, which was negative at 0.132 s/co; and an in-house eia ahiv-2, which was negative at 0.165 s/co. Both initial samples ((B)(6)) were tested on the same day and on the same cobas e analyzer.

Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. The investigation was limited by the unavailability of calibration and quality control data, as well as pre-analytical and instrument-related information. Both initial samples were tested on the same day and on the same analyzer. The results of the initial samples may indicate false reactive results due to potential sample mix-up or contamination by a positive patient sample, positive control, or positive calibrator. The reference laboratory report for one patient noted that the results were difficult to interpret and recommended further testing. The root cause of the reported event was attributed to either a possible sample mix-up or contamination of the initial samples. The device remains in operation at the customer site.